Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the connector, designator p22 of the transfer relay assembly was not properly connected to the therapy pcb assembly. Physio-control then re-connected the connector to the therapy pcb assembly and observed proper device operation through functional and performance testing. Following repair, the device was returned to the customer for use.

Event description:
It was reported to physio-control that the customer's device did not pass the performance inspection when the biomedical engineer of the hospital checked the device. On evaluation by physio-control, the device gave an 'abnormal shock delivery' prompt whenever defibrillation energy was charged and the shock button was pushed. The device would not deliver defibrillation energy correctly. There was no patient use associated with the reported event.